Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an alleged event associated with the involved angio-seal device. Additional information was received on 18sep2020. The issue was the procedure site bleeding. The procedure was a tavr and the procedural sheath size was a 6fr short sheath in the right femoral artery. There were no difficulties with the arterial access. There was a pre-deployment angiogram performed. There were no issues with deployment and hemostasis was achieved. Patient's condition was stable and was moved to the unit. The estimated blood loss was greater than 250cc.